Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the mdu displayed a "handpiece jam" message, after the surgeon connected the blade to the skin to test it. Surgery was completed with a back-up device, instead. There was a delay of 120 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on e1 & h6 - medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed no defects that make it impossible to use the equipment. A functional evaluation was performed on the returned device and found the internal motor doesn't work and the cable presents bad contact. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a crushing or shear force on the power cord or fatigue from extended use over time. Based on this investigation, the need for corrective action is not indicated.